Event description:
The reporter contacted animas on(B)(6) 2012, alleging that the down arrow button is delayed in responding and sometimes is unresponsive on the patient's pump. Reporter also mentioned that the ok and backlight button are worn off. No damage to keypad and no moisture in the pump. The reporter mentioned that the patient does not clean the pump. The alleged issue was not resolved over the phone and the product was replaced.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Testing confirmed the down arrow was intermittently unresponsive and required multiple presses to elicit a response. All other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.